Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting their battery swapped out soon because "it was having trouble charging." Programmer use was reviewed to confirm stimulation was off and they were redirected to the patient's managing healthcare provider to address the device issue and to interrogate the device.